Event description:
Reportedly the device was used during an inguenal hernia repair. Reportedly, the next day, the pt was in bed at home and was experiencing cramping. One day post-operatively the pt was brought back to the or to repair the loop of bowl that had herniated through the peritoneum.